Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Missing injection foot noted during visual inspection. Unit paired successfully to commercial app. Unable to perform baseline and wireless functionality, unable to perform displacement dose accuracy and unable to performed leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. However, no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose, leadscrew anomaly. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. The customer reported dose knob/dial difficult to turn. The inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-105elpkna was requested and customer response was the device was returned.